Event description:
On (B)(6) 2012, the patient contacted animas to report an issue with insulin pump delivery due an inaccurate insulin gauge. The subject pump gives an empty cartridge alarm when there are still approximately 15-20 units left. In addition, when he fills the cartridge to 200 units, he never gets more than 170 units after priming. The patient reportedly had experience a low blood glucose yesterday due to the piston not gauging the insulin correctly. There was no reported of any symptoms or required hcp medical treatment to suggest a serious injury. This complaint is being reported due to the alleged inaccurate insulin delivery issue.

Manufacturer narrative:
Follow-up #1 date of submission 04/04/2013 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no activity outside normal use observed in the black box or in the download history. The prime history revealed 45units primed on (B)(6) 2013. The pump powered up normally and the "ez-prime" steps successfully performed. The force sensor was found to be within calibration. During evaluation the cartridge successfully loaded into the pump. The pump was tested for 24 hours with no issues noted. The pump's cover was removed and no issues were found with the force sensor circuit. No evidence of moisture ingress or issues noted with the pcb. The piston rod was found to be within specification. No dust or debris was noted in the cartridge compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.